Event description:
It was reported that the sample gds-23-01340, from "grifols laboratory solutions", was tested with serology. The test result was c-, which contrasted with molecular typing performed on (B)(6)2023, using the ID core xt assay which provided c+, with ID core xt analysis software v3.0.5. The lot of ID core xt used was lot 0203000027.

Manufacturer narrative:
See section b6.